Manufacturer narrative:
No unexpected no delivery alarm during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was getting a no delivery alarm on the insulin pump. Customer took off his infusion set and inserted a new set in a new site. Customer woke up last night vomiting with a high blood glucose of 570 mg/dl. Customer had to change the infusion set at least 10 times in the last 2 days and a few times due to a bent cannula. Customer treated with a manual injection of 8 units of insulin. Customer's blood glucose at the time of the incident was 280 mg/dl. Customer stated that the tubing is not bent or kinked. Customer stated that he has tried all remedies. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan. Customer stated that he got his blood glucose down to 280 mg/dl earlier and declined to troubleshoot for the high blood glucose.